Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer experienced high blood glucose of 461 mg/dl. The customer's blood glucose was 403 mg/dl at the time of call. The caller stated that the customer had symptom of high blood glucose such as nausea. The caller stated that the customer's high blood glucose was treated with manual injection. The caller stated that the drive support cap appeared normal. The caller performed troubleshooting and did not find setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.